Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Additionally, there was no deformation found at the location of the foreign material. Therefore, the root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use (IFU): the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.